Manufacturer narrative:
The device was received fully deployed. The distal tip of the soft cannula was torn. This did not interfere with insulin passing out the remaining distal tip of the soft cannula. It could not be determined when this damage occurred or if this affected insulin delivery while worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 600 mg/dl, while wearing the pod on the abdomen between 36 and 48 hours. A manual insulin injection using a pen was administered to treat the hyperglycemia.